Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing coordinator reported that knives were not very sharp and exhibited weird metallic pieces during every case. Patient involvement and patient impact information is unknown.

Event description:
Additional information received confirmed that there was no patient impact associated with this reported event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).